Event description:
An ophthalmologist reported that a pt experienced a corneal burn during cataract extraction by phacoemulsification. Additional info has been requested.

Manufacturer narrative:
The facility did not request service. However, the facility is returning the handpiece for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).